Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of hodgkin's lymphoma in 1992. Concurrent conditions were listed as premature menopause, joint pain, uterine leiomyoma ((centimetric fibroids of the uterus, without pejorative character)), metal poisoning ((patient are linked to intoxication by the metals present in the essure implant)), skin disorder ((multiple dermatological problems)), hair loss, myopia aggravated ((visual problems (including myopia progression))), ear disorder ((she was confronted with serious ent (including outer ear problem with several consultations from (B)(6) 2017))), tachycardia, neck pain, muscle pain, sleep disorder and chronic fatigue. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important), genital haemorrhage ("abnormal bleeding"), headache ("headache"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with vitamin b nos, sulfur, minoxidil and clobetasol. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, headache and pelvic pain to be related to essure administration. The reporter commented: medical expertise conclusions reported that any potential correlation between the implant insertion and the symptoms experienced by the patient. Regarding ¿gynaecological¿ symptoms, the experts indicated that ¿there was nothing in the current scientific literature to establish a direct and certain relationbetween the general and gynaecological symptoms.¿ regarding alleged toxicity, experts indicated that it was ¿hypothesized that the patients' complaints could be attributed to the systemic effects of daily release of nitinol (nickel-titanium alloy)¿, the experts added that ¿this release existed but in infinitesimal quantities, and materials of similar composition have long been used in coronary interventional radiology and have never been held responsible for similar systemic symptoms¿. Regarding ¿general¿ symptoms, the experts indicated that ¿essure was not responsible for most of them. There may be some doubt about joint, muscle, cervical and back pain, and chronic fatigue. These signs could be linked to an overproduction of inflammatory cytokines. However, there was nothing in the literature to suggest a direct and certain causality with essure. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2022: conclusion was essure appeared to be in place. No ultrasound anomaly to explain the patient's painful symptoms. Centimetric fibroids of the uterus, without pejorative character. No unremarkable anomaly quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-mar-2024: health authority detected this case was a duplicate to record (B)(4) to which all information will be transferred, then this record (B)(4) will be deleted in bayer safety database. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of hodgkin's lymphoma in 1992. Concurrent conditions were listed as premature menopause, joint pain, uterine leiomyoma (centimetric fibroids of the uterus, without pejorative character)), metal poisoning (patient are linked to intoxication by the metals present in the essure implant), skin disorder (multiple dermatological problems), hair loss, myopia aggravated ((visual problems (including myopia progression), ear disorder ((she was confronted with serious ent (including outer ear problem with several consultations from (B)(6) 2017), tachycardia, neck pain, muscle pain, sleep disorder and chronic fatigue. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important), genital haemorrhage ("abnormal bleeding"), headache ("headache"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with vitamin b nos, sulfur, minoxidil and clobetasol. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, headache and pelvic pain to be related to essure administration. The reporter commented: medical expertise conclusions reported that any potential correlation between the implant insertion and the symptoms experienced by the patient. Regarding ¿gynaecological¿ symptoms, the experts indicated that ¿there was nothing in the current scientific literature to establish a direct and certain relation between the general and gynaecological symptoms.¿ regarding alleged toxicity, experts indicated that it was ¿hypothesized that the patients' complaints could be attributed to the systemic effects of daily release of nitinol (nickel-titanium alloy)¿, the experts added that ¿this release existed but in infinitesimal quantities, and materials of similar composition have long been used in coronary interventional radiology and have never been held responsible for similar systemic symptoms¿. Regarding ¿general¿ symptoms, the experts indicated that ¿essure was not responsible for most of them. There may be some doubt about joint, muscle, cervical and back pain, and chronic fatigue. These signs could be linked to an overproduction of inflammatory cytokines. However, there was nothing in the literature to suggest a direct and certain causality with essure. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2022: conclusion was essure appeared to be in place. No ultrasound anomaly to explain the patient's painful symptoms. Centimetric fibroids of the uterus, without pejorative character. No unremarkable anomaly. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-mar-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of hodgkin's lymphoma in 1992 and premature menopause, joint pain, uterine leiomyoma (centimetric fibroids of the uterus, without pejorative character), metal poisoning ((patient are linked to intoxication by the metals present in the essure implant)), skin disorder ((multiple dermatological problems)), hair loss, myopia aggravated ((visual problems (including myopia progression))), ear disorder ((she was confronted with serious ent (including outer ear problem with several consultations from jan-2017))), tachycardia, neck pain, muscle pain, sleep disorder and chronic fatigue. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important), genital haemorrhage ("abnormal bleeding"), headache ("headache"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with vitamin b nos, sulfur, minoxidil and clobetasol. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, headache and pelvic pain to be related to essure administration. The reporter commented: medical expertise conclusions reported that any potential correlation between the implant insertion and the symptoms experienced by the patient. Regarding ¿gynaecological¿ symptoms, the experts indicated that ¿there was nothing in the current scientific literature to establish a direct and certain relationbetween the general and gynaecological symptoms.¿ regarding alleged toxicity, experts indicated that it was ¿hypothesized that the patients' complaints could be attributed to the systemic effects of daily release of nitinol (nickel-titanium alloy)¿, the experts added that ¿this release existed but in infinitesimal quantities, and materials of similar composition have long been used in coronary interventional radiology and have never been held responsible for similar systemic symptoms¿. Regarding ¿general¿ symptoms, the experts indicated that ¿essure was not responsible for most of them. There may be some doubt about joint, muscle, cervical and back pain, and chronic fatigue. These signs could be linked to an overproduction of inflammatory cytokines. However, there was nothing in the literature to suggest a direct and certain causality with essure. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2022: conclusion was essure appeared to be in place. No ultrasound anomaly to explain the patient's painful symptoms. Centimetric fibroids of the uterus, without pejorative character. No unremarkable anomaly based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.